Manufacturer narrative:
Date of estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:c3 3186, UDI: 05415067017246, serial: (B)(4), batch: a000104807. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01125. It was reported that experienced a few slips getting into a vehicle. Lead diagnostics showed contacts 1-8 had all high impedances. Bilateral coverage was attempted using contacts 8-16 of the right lead; however, coverage of left side pain area was ineffective. The patient¿s normal pain was unilateral right. The left sided pain is new pain. In addition, the ipg was moving/flipping inside the pocket. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted then replaced and the ipg was stitched to the pocket to help prevent it from flipping. Effective therapy was restored.